Event description:
It was stated that the customer was hospitalized for hypoglycemia. The customer felt that the insulin pump over infused insulin. Troubleshooting was performed, and the reservoir volume did not match with the amount of insulin in the reservoir. It was also stated that the insulin pump alarmed no delivery several times. The insulin pump passed the high pressure test, but alarmed motor error during the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.